Event description:
It was reported that the right ventricular lead exhibited loss of capture and loss of sensing due to dislodgement. The lead was successfully repositioned on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.